Event description:
Device report from (B)(6) reported that during removal surgery two locking caps fell apart. Two locking caps implanted in pt since 2006 have been removed for an extension of the spinal fusion. During this intervention, the saddles separated from the caps after they had been loosened with the screwdriver. This is the second of two reports for this event.

Manufacturer narrative:
Device is not distributed in the united stated. The measurable dimensions of the click'x-locking caps were checked and found to be in compliance with the technical drawing and ao/asif specification. The exam of the ra-material testing certificates and the mfg papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-11. A mfg related condition can be excluded.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was 2006. The manufacturing documents were reviewed and no complaint related issues were found. Device manufacture date was corrected from 05/01/2007 to 05/22/2007. Placeholder.